Event description:
It was reported that a field engineer experienced lower back pain during planned maintenance of the voluson system after removing and reinstalling a card rack weighing approx 35 kg (77 lbs). Removal was necessary to access and service the system, but service instructions specify this is a two person operation. The field engineer completed the service and drove home with back pain. The following day, the field engineer further experienced sharp back pain while lifting, carrying, and loading a 15 kg (33 lb) box into his car. The combined injury resulted in lost work time of 6 days.

Manufacturer narrative:
This incident is considered a service use error. The field engineer reported lifting the card rack weighing approx 35 kg alone which contributed to a back injury. As part of the investigation of this incident, the service instruction was reviewed. The service instruction clearly states: "two people are required when moving on inclines, or lifting more than 16 kg". No further actions are planned at this time.